Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the reported inaccuracy was unable to be replicated by analysts. There was no fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information was received that the issues occurred during in house testing. No patient involvement. Method of delivery testing is volumetric on the fluke ida 5.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump failed the flow rate test. No further information was provided.